Manufacturer narrative:
As reported, the rep confirmed that the sealant sleeves of the 5f mynx control vascular closure device (vcd) slit upon entry into an unknown sheath and not that the balloon of the device was splitting, not holding saline as it was originally reported. Another mynx device was used for a heart catheterization using a retrograde approach. There was no reported patient injury. The femoral artery suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant remained in its manufactured position; nevertheless, it was exposed due to a frayed/split condition observed to the sealant sleeves. The syringe used in the procedure was returned not attached to the unit, but the procedural sheath was not returned with the device. Per functional analysis, the insertion/withdrawal test with a corresponding 5f sheath could not be performed due to the condition of the sealant sleeves, which did not permit insertion into the sheath. Additionally, due to the premature exposure of the sealant, it was concluded that a deployment functional analysis was required. During the deployment mechanism evaluation, no abnormal condition or damage was confirmed as the unit worked as intended. The sealant was deployed after the complete depression of button 1 was achieved, and the balloon was retracted as expected after button 2 was depressed. A microscopic analysis was performed to evaluate the condition of the sealant sleeves. During this analysis, it was observed that the sealant sleeves were split, resulting in the premature exposure of the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the rep confirmed that the sealant sleeves of the 5f mynx control vascular closure device (vcd) slit upon entry into an unknown sheath and not that the balloon of the device was splitting, not holding saline as it was originally reported. Another mynx device was used for a heart catheterization using a retrograde approach. There was no reported patient injury. The femoral artery suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for analysis. The product evaluation revealed the sealant exposed due to the frayed/split condition observed on the sealant sleeves.